Event description:
It was reported that the patient, implanted in 2001, stopped having access to sound from one moment to the next. He felt a facial and auditory sensation in the moment he stopped hearing. Then he perceived sound for a couple of minutes and stopped again, and didn't return.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.